Manufacturer narrative:
(B)(6) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported taht a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, drainage, pustules, and infection, under entire patch area. The patient was seen by a healthcare provider (hcp) and the skin reaction was treated with a prescription of an oral antibiotic, penicillin. No photo was provided. There was no documentation of medical intervention. At the time of the report the patient was reported to be stable, and the antibiotics were working. No additional patient or event information is available.